Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecological procedure, the device was difficult to open. They could not open the jaws so they used a diathermy pencil to cut around the jaws to take the instrument out and then used another device to continue the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one ls1037 was received for evaluation. The returned product met specification as received. Visual inspection found tissue in the jaws. The reported condition was confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device activation was tested to be satisfactory. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states to minimize tissue sticking by keeping the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.